Manufacturer narrative:
Continuation of d10: product ID: 97740, serial#: unknown, product type: programmer. Patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is needing MRI of the brain. Caller states ins battery is dead. It was reported the patient needed an MRI caller stated pt said the ins is off and the programmer does not work. Caller states pt does not have the programmer with but states it is dead and won't turn on/won't charge. Caller had no additional info to provide.